Event description:
The customer contact reported a separation. It was reported that the male "t" adapter of the tubing set was connected to the female adapter of the patient's IV catheter and was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, it was reported a couple of drops of the patient's blood was noted on a towel. At that time, it was noted that the tubing had separated from the "t" connector adapter of the extension set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.